Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion and arterial pseudoaneurysm could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a ventricular tachycardia ablation procedure a pericardial effusion and arterial pseudoaneurysm occurred. During an echocardiogram following the ablation, a 13 mm effusion on the left ventricle lateral wall and a 3 cm arterial pseudoaneurysm were noted. The pseudoaneurysm was successfully treated with manual compression and the effusion resolved without intervention. The patient was stable. There were no performance issues with any abbott device.